Event description:
The customer's mother stated that the customer was hospitalized for diabetic ketoacidosis. The mother reporter a blood glucose reading of 252mg/dl. Troubleshooting was not performed because the mother did not have the insulin pump with her during the phone call. The mother also stated that she wanted the insulin pump replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.